Event description:
Customer reported being in the intensive care unit due to diabetes related issue as well as getting sick. Customer reported that they receive too many false low or high alarms on the sensor. Customer stated that the sensor readings and the blood glucose readings rarely match. Customer has noted bent cannulas and mentioned that their previous insulin pump also had an issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.